Event description:
In 2008, at the hospital, a mini fixator was applied for a callus distraction procedure. A revision surgery was needed a few weeks later because 2 of the 4 implanted pins broke, as the patient was distracting with the fixator.